Event description:
Patient experiencing anterior knee pain. Surgeon changed the poly insert and revised the patella.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 69 inches in height. An event regarding pain leading to revision caused by the incorrect selection of a patella component involving a triathlon asymmetric x3 patella was reported. The event was confirmed. A material analysis concluded, ¿the surfaces of the explanted components exhibited damage modes commonly found on uhmwpe explanted devices. No material or manufacturing defects were observed on the surfaces examined.¿ a review of the provided operative reports by a clinical consultant indicated: ¿the revision surgery to thin the patella by recutting the bone apparently resolved the clinical problem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the pain leading to revision was caused by the use of a patella that was too thick. A material analysis of the returned device concluded, ¿the surfaces of the explanted components exhibited damage modes commonly found on uhmwpe explanted devices. No material or manufacturing defects were observed on the surfaces examined.¿ a review of the provided operative reports by a clinical consultant indicated: ¿the revision surgery to thin the patella by recutting the bone apparently resolved the clinical problem. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿

Event description:
Patient experiencing anterior knee pain. Surgeon changed the poly insert and revised the patella.